Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that a guidewire could not pass through the needle is confirmed due to the damage found on the guidewire. The cause of this event is unknown. The sample returned included components of a ptfe peel-apart microintroducer kit, reportedly a 4.5 fr x 5 cm peel-apart microintroducer kit. Visual and microscopic observation found that the wire exhibited bends throughout and kinking near the flexible end. The final coil at the opposite end was displaced and partially bent over the weld tip. No irregularities with the needle tip or the opening within the luer hub were noted. No dimensional issues were found with the outer diameter and length of the wire. Functional testing found that it was possible to partially insert the exposed end of the wire, but not fully because of the wire damage. The opposite end of the wire, however, could not be inserted; the extreme tip of the guidewire could not advance. The kinked end of the wire would similarly partially advance into the proximal end of the microintroducer; the opposite end, however, advanced until the tip of the introducer dilator was nearly reached. A sample guidewire of the same outer diameter was passed into and back out of both the introducer needle and the microintroducer without difficulty. That the guidewire was repeatedly kinked and bent at the flexible end showed that significant force was used during attempted insertion. The IFU instructs that the flexible tip be inserted first. The existing damage at that end does prevent insertion into the introducer needle, but the damage appears typical of use damage; the original problem is not apparent due to the state of the sample. The damage at the other end of the wire, which also inhibited wire passage, may be use-related, such as if that end of the wire were inserted into the needle and then retracted against the bevel. However, the cause of either instance of damage is unknown. Potential causes include forceful insertion or insertion at an excessively steep angle, retraction of the wire against the needle tip, or damage during storage or preparation for use. The following IFU statements may be helpful: ¿be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire.¿ ¿remove the guidewire tip protector from the guidewire hoop and insert the flexible end of the guidewire into the introducer needle or catheter and into the vein. Advance the guidewire to the desired depth. Gently withdraw and remove the introducer needle or catheter, while holding the guidewire in position. Caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of reav0224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the operator found that the guidewire in the seldinger was not matched with the seldinger during catheter placement, and the guidewire could not pass through the seldinger. On (B)(6) 2017-engineering evaluation found guidewire coils kinked and misplaced.